Event description:
During a sculpt treatment, the device exhibited a sudden and uncontrolled temperature increase, rising rapidly beyond 40°c and reaching approximately 50°c. The handpiece was removed from the patient's face once the temperature exceeded 40°c; however, the temperature continued to rise independently. Immediately thereafter, the handpiece emitted visible sparks and smoke. The event was witnessed in real time by both the treating nurse and a front-of-house associate. It was reported that during a sculpt treatment with the venus viva diamond polar handpiece, the issue had occurred. There was no adverse event or human harm at this time reported.

Manufacturer narrative:
The asset is being returned to the manufacturer for further investigation.